Manufacturer narrative:
The returned lead model sc-2408-74, serial (B)(6) was analyzed and the allegation of lead body damage was confirmed. Visual inspection found that the lead was frayed approximately 10 cm from distal end. No cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. The probable cause selected is unintended use error caused or contributed to event. The returned lead model sc-2408-74, serial (B)(6) was analyzed and the allegation of lead body damage was confirmed. Visual inspection found that the lead was frayed approximately 12 cm from distal end. No cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degree. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during a trial implant procedure it was noted that there was damage or lifted up issue on the polyurethane of the exterior part of the avista 74 cm lead. Since cause was unknown it was considered that device was defective, and was replaced with avista 56 cm. As a result the procedure time was extended and the planned procedure was changed from scs temporary implantation to puncture trial. Additional information was received that clarified the meaning of puncture trial is a temporary trial.

Event description:
It was reported that during a trial implant procedure it was noted that there was damage or lifted up issue on the polyurethane of the exterior part of the avista 74 cm lead. Since cause was unknown it was considered that device was defective, and was replaced with avista 56 cm. As a result the procedure time was extended and the planned procedure was changed from scs temporary implantation to puncture trial. Additional information was received that clarified the meaning of puncture trial is a temporary trial.

Event description:
It was reported that during a trial implant procedure it was noted that there was damage or lifted up issue on the polyurethane of the exterior part of the avista 74 cm lead. Since cause was unknown it was considered that device was defective, and was replaced with avista 56 cm. As a result the procedure time was extended and the planned procedure was changed from scs temporary implantation to puncture trial. Additional information was received that clarified the meaning of puncture trial is a temporary trial.

Manufacturer narrative:
Additional suspect device: model sc-2408-74, scs-linear leads-MRI, serial (B)(4).

Event description:
It was reported that during a trial implant procedure it was noted that there was damage or lifted up issue on the polyurethane of the exterior part of the avista 74 cm lead. Since cause was unknown it was considered that device was defective, and was replaced with avista 56 cm. As a result the procedure time was extended and the planned procedure was changed from scs temporary implantation to puncture trial.